Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a f/u report will be submitted. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial rptr provided the info to the MFR: (B)(6) 2010.

Event description:
It was reported the valve disengaged from the sheath when in full deflection. The handle and sheath became completely independent. The physician was concerned about air being introduced into the blood. A new sheath was obtained to continue the procedure.